Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the arm cart assembly (aca) would not allow tele-op or movement while it was docked. There was no patient injury.

Event description:
It was reported that prior to use for a prostatectomy with the patient under anesthesia, the arm cart assembly (aca) would not allow tele-op or movement while it was docked. The instrument drive unit (idu) was reset and the device was tested with no problems. There was no patient injury.

Manufacturer narrative:
D3 unique identifier (UDI) # has been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Evaluation of the field service notes indicate idu was reset and device was tested with no problems. Evaluation of the device data indicates that the aca (arm cart assembly) was restarted but there is no indication of which error provoked that response. It was not possible to determine the reason why the user felt it was unable to control the aca. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to z-slide and idu connectivity issues on the arm or the instrument/sim connectivity issues that is not related to the arm. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.